Manufacturer narrative:
Complaint has been evaluated and is similar to report number: 1644408-2024-01852; 800-05-101, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Complaint - femur front baring broke and springs shot out, causing a 20 minute delay in surgery.